Event description:
The device did not function correctly and was sent for repair for jumps in rotation speed (from 40 000 rpm to 20 000 rpm) of the instrument. This is report 1 of 1 for complaint #(B)(4).

Manufacturer narrative:
During pre-repair assessment performed by a technician, functional testing was performed and revealed the power supply did not function properly. This was attributed to normal wear. The device was repaired and returned to the customer on (B)(6) 2013.